Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer changed the ict module which corrected the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c16000 process module, list number 03l77 was identified.

Event description:
The customer observed falsely decreased sodium results for one patient while using the architect c16000 analyzer. The customer provided the following results (customer reference range 133-146 mmol/l): sid (B)(6): initial 112 mmol/l, retest 112 mmol/l sid (B)(6): the patient was retested on a different analyzer: 134 mmol/l after the ict module was changed on the original analyzer the specimen was retested. The result was in alignment with the second analyzer, no specific result data was provided for this retest. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.